Event description:
A customer reported no ar when switching from fluid to air during surgery. The cassette was exchanged and air output was restored. The procedure was completed with no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample has not been received for eval. A root cause has not been identified. (B)(4).